Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -9.5/2.5/085 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was repositioned and that did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a same model and similar power due to lens rotation. The replacement lens resolved the problem.

Manufacturer narrative:
(B)(4). (Under 21yrs of age at date of implant). (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a microcentrifuge vial in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).